Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead oversensed p-wave signals which led to unnecessary shock therapy delivery. Further troubleshooting revealed that the rv lead had dislodged. The physician planned to reposition the lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the rv lead dislodgement was confirmed visually by x-ray. The rv lead was repositioned successfully. This rv lead remains in service. No additional adverse patient effects were reported.